Manufacturer narrative:
Product bi71000424 was received by the manufacturer for analysis. Confirm reported complaint, "broken key on rearcab bracket panel." Visual inspection shows the key is broken off in the rear cab panel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The return of bi71000194 provided the lot number 414549 rev. 2. The return of bi71000424 provided the lot number 172 rev. 2. D9, h2, h3: the hardware (bi71000194) was returned and analysis was performed. The reported complaint was able to be confirmed. Analysis installed the hand switch into a test system. 2d and 3d imaging scan and store function were successful, and no functional problem found. Visual inspection showed the stand offs inside the switch assembly that house the fastening screws that held the two halves of the hands switch together had been broken, allowing the two halves to separate. Physically damaged hand switch. Codes b01, c07, d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A1-a5) no patient information provided as no patient was involved in this concern. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000168; product ID: bi71000444; product ID: bi71000194; product ID: bi71000424. H3) the manufacturer representative (rep) went to the site to test the imaging system. The collimator was not initializing and "x leaf" was seen. The system had a broken handswitch. There was also a broken key on the rearcab bracket panel. The handswitch was replaced. The collimator "x leaf" spring was loose from the line. The rep put the spring line back in place and tested the collimator multiple times trying to duplicate the error. They replaced the rearcab panel bracket. After resolving all the issue the system was working as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the collimator failed to initialize. The manufacturer representative reported that while working on the planned maintenance (pm) for the system the collimator was failing initialization. No patient was present at the time of the event.